Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a burned blue (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified there was no adverse event that resulted from the damaged belt.